Event description:
A patient reported their device is at end of service (eos), the device is off/disable and they are no longer receiving therapy. They felt uncomfortable stimulation and pain at the implantable neurostimulator (ins) site since seeing the eos about 5 days prior to the report, wile potting plants. The patient also states that they lost muscle and their skin is very thin at the ins site, making the ins site uncomfortable. The ins indication for use is urinary dysfunction/sacral nerve stimulation.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from the consumer reported that the patient was still seeing the eos message on the patient programmer and it wasn't disappearing. It had been hard trying to get the health care provider (hcp) to check it. The patient was still not able to control it.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.